Manufacturer narrative:
The autopulse platform in complaint was returned to the manufacturer on 08/31/2015. Investigation results as follows: visual inspection of the returned platform was performed and found that front enclosure was damaged and the battery lock clip was bent. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 2 (compression tracking error) and 8 (motor controller fault detected) messages. A review of the autopulse platform's archive was performed and found multiple occurrences of user advisories (uas) 2 and 8 on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Functional evaluation of the returned autopulse platform was performed and the customer's reported complaint of the platform displaying a user advisory 2 and 8 was not replicated. The autopulse was run for 5 minutes in continuous mode in 2:30 interval mode using a large resuscitation test fixture (lrtf) and an additional 5 minutes using a test mannequin and user advisory or warnings were observed. The platform also passed the power cycle test. Load cell characterization testing however, was performed and found that one of the load cells was not functioning properly. After the load cell was replaced, the platform passed all testing criteria. Based on the investigation, the parts identified for replacement are the front enclosure, battery lock clip and a single point load cell. In summary, the customer's reported complaint of the autopulse platform displaying a user advisory 2 and 8 message was confirmed through review of the archive. The archive data indicated that multiple ua 2 and ua 8 messages occurred on the reported event date. Per the autopulse maintenance guide ua 2 is an indication that the autopulse® has detected a change in lifeband® tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. A root cause for the reported ua 8 could not be determined. There were no mechanical issues identified with the platform that may have caused or contributed to the observed ua codes. The physical damage found during visual inspection is also unrelated to the customer's reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified, the platform passed all final functional testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a training, the autopulse platform displayed user advisory (ua) 2 (compression tracking error) and ua 8 (motor controller fault detected) messages. Customer swapped out the mannequin but the messages did not clear. There was no patient involvement. No further information was provided.